Event description:
Boston scientific received information that this right ventricular (rv) lead perforated into the right ventricle. High pacing threshold measurements were also observed. A lead revision was attempted; however the physician was unable to reposition the lead as the stylet could not be fully inserted. Hence, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The entire lead was returned. Visual inspection noted the stylet was returned partially inserted in the lead. Set screw marks were observed on the terminal pin in addition to blood/body fluid on the terminal pin and in its opening as well as in the lumen of the rate/sense portion of the lead. The helix was retracted and with blood/body fluid in the helix housing and a surface cut was noted 205mm from the terminal pin and another cut through to the rate/sense lumen at 208mm from the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits with the exception of the pressure test failing at the site of the cut 208mm from the terminal pin. The helix mechanism would not extend or retract likely due to blood/body fluid infiltration. Laboratory testing could not confirm the allegations of perforation of high pacing thresholds but note characteristics consistent with the observation of stylet insertion difficulty likely resulting from blood/body fluid infiltration into the lumen of the lead.